Manufacturer narrative:
Concomitant medical product: 5071-53 lead implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The report of a broken lead was inadvertently reported on this lead; however, new information was received and indicated it was related to a second lead and has been submitted via regulatory report number 2649622-2018-02738. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and replaced. It was further reported that several weeks post the capping of the lead, it was attempted to put the lead back into service; however, the surgeon noted that the lead had come apart when viewing it in the pocket. An attempt was made to repair the lead, but it was not successful. Therefore, the lead was partially explanted, and the remaining portion was capped and remains implanted. No patient complications have been reported as a result of this event.